Manufacturer narrative:
Additional information: a2, a3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The customer provided three pictures of a used dialyzer. Blood was visually present on the exterior surface of the dialyzer housing on the label and around the lower header cap. However, no crack was visible in the pictures. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care manager reported that an external dialyzer blood leak occurred forty-five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be coming from a crack that was identified in the header of the dialyzer. Nothing unusual was noted during priming or setup. The machine, a gambro phoenix, did not alarm. Fresenius bloodlines were not used for the treatment; a gambro cartridge blood set was in use at the time of the event. Blood leak test strips were used, and they tested negative for blood from the dialyzer ports. After identifying the blood leak, treatment was paused. The patient¿s estimated blood loss (ebl) was approximately 117 ml. The patient care manager stated there was no harm to the patient during or after the incident. It was also confirmed that no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation.